Event description:
The clinician reports, that the implant was inserted (B)(6) 2013 in ada 26 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved and implant surface was not completely covered with bone. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.